Manufacturer narrative:
Investigations of samples 5 through 17 were performed. Sample 15 was found to have an interfering factor to streptavidin present in the ft4 assay. This limitation is covered in product labeling. An interfering factor to streptavidin could be excluded in the remaining samples.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they were getting a positive bias across multiple analyzers for an unspecified number of patient samples and proficiency samples tested for free thyroxine (ft4). The thyrotropin (tsh) values for these samples also do not agree with the ft4 results. The ft4 results were also said to not fit in with the clinical picture of these patients. The site endocrinologists have had an increased number of referrals from primary care for further investigation of samples. Some samples have been sent to a reference laboratory for testing on an abbott analyzer. The customer provided examples of four patient samples that had high ft4 results on an e602 analyzer that were reported outside of the laboratory. When these samples were tested at the reference laboratory on an abbott analyzer, the results were lower. The first sample initially resulted as 23.0 pmol/l on the e602 analyzer and this value was reported outside of the laboratory. The sample was repeated at the reference laboratory on an abbott analyzer on (B)(6) 2016, resulting as 16 pmol/l. The second sample, from a (B)(6) female patient born on (B)(6), initially resulted as 23.4 pmol/l on (B)(6) 2016 on the e602 analyzer and this value was reported outside of the laboratory. The sample was also repeated on the e602 analyzer, resulting as 24.3 pmol/l. The sample was repeated at the reference laboratory on an abbott analyzer on (B)(6) 2016, resulting as 19 pmol/l. The third sample, from a (B)(6) male patient born on (B)(6), initially resulted as 22.2 pmol/l on (B)(6) 2016 on the e602 analyzer and this value was reported outside of the laboratory. The sample was repeated at the reference laboratory on an abbott analyzer on (B)(6) 2016, resulting as 18 pmol/l. The fourth sample, from a (B)(6) female patient born on (B)(6), initially resulted as 26.6 pmol/l on (B)(6) 2016 on the e602 analyzer and this value was reported outside of the laboratory. The sample was also repeated on the e602 analyzer, resulting as 26.1 pmol/l. The sample was repeated at the reference laboratory on an abbott analyzer on (B)(6) 2016, resulting as 17 pmol/l. The patients were not adversely affected. The e602 analyzer serial number was provided as (B)(4).

Manufacturer narrative:
During investigations of samples 5 through 17, it was determined an interfering factor against the ruthenium label in the ft4 reagent and an interfering factor to the f(ab')2 fragment of tsh could be excluded. The values generated by different assays from different suppliers may differ and this is related to overall setup of the assays, the antibodies used, differences in reference materials/methods, and the standardization method used. A further clarification of the observed results differences is not possible with available methods and current state of the art. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
The customer has provided data for an additional 13 patient samples that were involved in the event (samples 5 through 17). The erroneous ft4 results were reported outside of the laboratory. Refer to the attachment for the patient data, including relevant test data, patient age, patient gender, patient clinical information, and patient medication. Samples from patients 5 through 17 have been provided for investigation. No adverse events were alleged to have occurred with these patients.